Event description:
It was reported that sometimes post port placement, the device allegedly had valve failure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one power port duo MRI implantable port attached to a catheter was returned for evaluation. Visual, functional and microscopic evaluations were performed on the returned device. The port septum on the "t" side appeared to be partially dislodged. A small split was noted to the proximal end of the catheter. Therefore, the investigation is inconclusive for the reported limited information. The investigation is confirmed for the identified dislodged septum and catheter fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.